Manufacturer narrative:
(B)(4) 2014, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2014, a medtronic representative, following-up at the site, was unable to replicate the reported issue. System fully functional.

Event description:
A medtronic representative reported a site alleged that while in a cranial procedure, the axiem instrumentation was tracking intermittently. The site stated that adjusting the emitter did not resolve the issue. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome. This cranial procedure occurred three days prior to reporting it to the medtronic representative.